Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a tracheoscopy procedure, his olympus high-definition lcd monitor was not displaying an image. According to the initial reporter, the intended procedure was completed using another device. There was no patient harm caused by this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. The root cause cannot be identified. Per the service manual, possible causes in the absence of images were as follows: ¿1.the main unit power is not turned on.¿ ¿2.the menu of ¿input select¿ is not set correctly.¿ ¿3.the monitor cable is not correctly connected.¿ ¿4.defective monitor cable¿ ¿5.the mode setting of the signal source (video system center, etc.) Is incorrect.¿ ¿6.harness to lcd is disconnected¿ ¿7.defective lcd¿ ¿8.qb board not required¿ olympus will continue to monitor field performance for this device.